Event description:
It was reported that during a robotic laparoscopic cholestectomy procedure, following replacement of the bipolar fenestrated grasper the new instrument gave an error. The contacts of the instrument and sterile interface module were cleaned to resolve the issue and continue the procedure. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported bipolar fenestrated grasper. The bipolar fenestrated grasper sample was not made available for this incident as it is still in use with the customer. Evaluation of the logs indicated that the bipolar fenestrated grasper was connected to a sterile interface module (sim) that was attached to arm cart assembly 3. Two instances of an error code for 'read write sequence fail' were triggered, indicating that the system was not able to write the updated use count or use time of the instrument after the system recognized the instrument. There were also instances of an error code for 'insertion disabled error', which occurs when the instrument is physically attached but not recognized by the system while trying to move the arm cart. This can indicate connectivity issue between the instrument and sim. Evaluation of the bipolar fenestrated grasper. Confirmed the reported condition. The investigation identified the most likely cause could be traced to instrument connectivity issues. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic cholecystectomy procedure, following replacement of the instrument, the new bipolar fenestrated grasper gave an error. The contacts of the bipolar fenestrated grasper and sterile interface module were cleaned to resolve the issue and continue the procedure. There was no patient injury.